Event description:
Surgeon reported that the clip applier was used in the usual fashion during ligation. The device appeared to fire normally and clips were intact to cystic duct and vessel. However, at some point (less than 5 minutes) the surgeon noticed that the clips had opened up and contents were draining. The clips did not hold or ligate the duct as intended. The surgeon then decided to use another clip applier (with the same lot number) but had the same problem.